Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were trying to interrogate the patient¿s ins with both the clinician and patient programmers, but were getting no response from the ins. It was noted that the device hadn¿t been working, and the patient had a return of symptoms for almost a year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.